Event description:
On (B)(6) 2019, the user contacted dario to report high blood glucose readings. She indicated that prior to contacting dario, she was getting high blood glucose (bg) levels with a difference of up to 74 mg/dl. The user reported that after thirty days of closely watching her diet and exercising, she was not able to get her bg levels to go down. She went to her doctor to request a change in her medication. The doctor measured her bg level with a reading of 106 mg/dl, she then measured her bg level with her dario meter and had a reading of 131 mg/dl. While on the call with dario, the user reported she is taking medications for the following health issues: diabetes, cholesterol, high blood pressure, and depression. As per dario's user guide "certain medications, food supplements, medical treatments, and health conditions can interfere with the blood glucose system and cause inaccurate results". The user stated that she keeps her dario meter and strips in the kitchen. As per dario's user guide "do not store or use meter or test strips in an area where the humidity is outside of the range 15-85%, such as a bathroom or kitchen". She also reported using alcohol swabs before testing with dario. As per dario's user guide "alcohol can affect test results". The user was instructed to test with new strips and without the alcohol swabs. She measured her bg level with her dario meter and got a reading of 127 mg/dl. She then compared the bg level to her other meter, and got a reading of 106 mg/dl. As per iso 15197:2015 , +/-15% difference between test results is allowed. Dario's representative sent the user dario's control solution. A couple of days later, the user reported that the dario meter was reading higher than the range on the strips cartridge, for both level 1 and level 2 tests. The user did not take any preventative action (ie. Taking extra insulin) and there was no medical intervention. The user was sent a replacement of dario's meter, and RMA package for the user to return the original meter for investigation. As of this date, RMA was not received. If the RMA is received at a later date, a follow up report will be submitted. Therefore, there is not enough information regarding the dario meter and strips to investigate. No resolution is available.

Event description:
On (B)(6)2019 , the user contacted dario to report high blood glucose readings. She indicated that prior to contacting dario, she was getting high blood glucose (bg) levels with a difference of up to 74 mg/dl. The user reported that after thirty days of closely watching her diet and exercising, she was not able to get her bg levels to go down. She went to her doctor to request a change in her medication. The doctor measured her bg level with a reading of 106 mg/dl, she then measured her bg level with her dario meter and had a reading of 131 mg/dl. While on the call with dario, the user reported she is taking medications for the following health issues: diabetes, cholesterol, high blood pressure, and depression. As per dario's user guide "certain medications, food supplements, medical treatments, and health conditions can interfere with the blood glucose system and cause inaccurate results". The user stated that she keeps her dario meter and strips in the kitchen. As per dario's user guide "do not store or use meter or test strips in an area where the humidity is outside of the range 15-85%, such as a bathroom or kitchen". She also reported using alcohol swabs before testing with dario. As per dario's user guide "alcohol can affect test results". The user was instructed to test with new strips and without the alcohol swabs. She measured her bg level with her dario meter and got a reading of 127 mg/dl. She then compared the bg level to her other meter, and got a reading of 106 mg/dl. As per iso 15197:2015 , +/-15% difference between test results is allowed. Dario's representative sent the user dario's control solution. A couple of days later, the user reported that the dario meter was reading higher than the range on the strips cartridge, for both level 1 and level 2 tests. The user did not take any preventative action (ie. Taking extra insulin) and there was no medical intervention. The user was sent a replacement of dario's meter, and RMA package for the user to return the original meter for investigation. As of this date, RMA was not received. If the RMA is received at a later date, a follow up report will be submitted. Therefore, there is not enough information regarding the dario meter and strips to investigate. No resolution is available. Addition for the follow-up report: the original meter was sent back for investigation. The returned device was evaluated and performed as designed. Therefore, the issue was probably related to the specific cartridge of strips for which we do not have sufficient information to investigate, however, dhrs for all manufactured lots are approved before being released. The failure mode was not confirmed.